Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results for eight (8) patients generated by synchron cx5 delta clinical system. The erroneous results were reported out of the laboratory. After successfully recalibration and qc run, the samples were repeated and higher results were obtained. Amended reports were initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc run prior to the event was within lab-established ranges. Qc after the event was approximately 3 mmol/l lower than the previous run, which was an hour prior. The customer recalibrated the unit and ran qc which was within range. A bci field service engineer (fse) replaced the carbon bridge and verified repairs.